Event description:
This is a non-u.s. Event. The event occurred in (B)(6). The consumer stated that when removing the tampon, only half of the pledget came out. She was able to remove the remaining piece.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned to manufacturer.